Event description:
Disp.bx forcep (endojaw)(cold) not opening while inserted into colonoscope during procedure to take a biopsy. Biopsy was taken, attempted to take another at the same time but forceps would not re-open. Forceps position was changed within scope and still did not open. Forceps was removed from scope. Specimen was removed from forceps. Jaws did open at this time. Attempted to test. Jaws were stiff but did open. Olympus endojaw 2300mm working length. Minimum channel size 2.8mm/maximum insertion portion diameter 2.45mm model no. Fb-230u, lot no. 14v/sterile, lot 1sa412.